Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a robotic assisted laparoscopic nephroureterectomy, the power vascular stapler the surgeon used to staple across the large vessel fired and at the end of the fire cycle, the knife blade did not retract. Surgeon was unable to open stapler and had to use manual override to open stapler. Vascular clamps were placed across the vessel. Additional vessel sutures were placed along the staple line. Surgery was successfully completed. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2020. D4: batch # t5dx0d. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.